Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2003: patient presented with following pre-op diagnoses: status post l1 burst fracture with residual neurological compression. Chronic thoracolumbar spine pain. Residual left lower extremity weakness. For which, patient underwent following procedures: left t10 thoracoabdominal approach. L1 vertebrectomy. T12-l1 and l1-l2 discectomies. Vertebral reconstruction wit cage t12 to l2 (vertebral replacement device). Anterior spinal instrumentation t12 through l2. Morcellized autograft. Application of demineralized bone allograft. Application of bone morphogenic protein. Somatosensory evoked potentials. Microsurgically assisted dissection. Per op notes, surgeon filled the cage with the autogenous bone graft within the cage and anterior and lateral to it. They then used bone morphogenic protein supplemented with allograft to reinforce the fusion and stimulate fusion. Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.